Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third-party carrier's website was reviewed, and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported a blood leak alarm occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) confirmed an internal dialyzer blood leak occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. It was reported a blood leak was also visually noted. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. The cm stated there was no allegation of device malfunction against the hemodialysis machine. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak alarm occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the clinic manager (cm) confirmed an internal dialyzer blood leak occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. It was reported a blood leak was also visually noted. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. The cm stated there was no allegation of device malfunction against the hemodialysis machine. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without issue. The estimated blood loss was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.